Event description:
Customer reported a button error on her insulin pump. Customer's blood glucose is 64 mg/dl. She treated with food. Customer stated there appears to be moisture inside the device. She had been taking a shower. Customer also reported a motor error on her insulin pump about four months ago. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer uses the sensor feature. Customer was advised that a false motor error may be caused by viewing the sensor glucose graph during bolus. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. No moisture damage on motor assembly or electronic assembly noted during visual inspection. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm tests. No motor error alarms noted and the motor was tested outside the device and passed. The insulin pump has with minor scratched lcd window, cracked reservoir tube lip and cracked belt clip slot.